Manufacturer narrative:
Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of the delivery issue was most likely patient condition per the clinical details that patient anatomy would not allow 5.5 placement via axillary artery.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An 84 year old female underwent a high-risk percutaneous coronary intervention (hrpci) on (B)(6) 2026. A 5.5 impella device was selected for placement via the right axillary/subclavian artery using a surgical approach. Implantation was attempted; however, the patient¿s anatomy, including vessel stenosis and the presence of resistance within the axillary artery, prevented advancement of the device. The event was attributed to patient specific anatomical factors, including stenosis within the axillary artery, which prevented successful delivery of the impella 5.5 device. There was no evidence of device malfunction or damage, and the complaint outcome was procedural abortion due to anatomical constraints rather than device performance. The impella 5.5 will be conservatively reported for hemodynamic instability due to temporary hemodynamic.